Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc freestyle libre sensor obtained the scan of hi (greater than 500mg/dl.) On (B)(6) 2020, as a result of the hi scan, the customer self-treated with insulin (brand/dose unknown) without performing a comparison blood glucose test and subsequently lost consciousness and went into a coma. Emergency services were called and a blood glucose of 1.3 mmol/l was obtained on the hcp meter. The customer was treated with IV glucose and a repeat blood glucose of 5.1 mmol/l was then obtained on the hcp meter. The customer was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.